Event description:
Litigation papers allege pain, stiffness, discomfort, weakness and excessive metal ion levels.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Update may 10, 2017: legal medical records received. After review of medical records for MDR reportability it was reported that the patient had a revision on (B)(6) 2017 due to pain, pseudotumor and osteolysis. On the operative notes it was stated that there were significant amounts of necrotic tissue consistent with metal-on-metal debris associated osteolysis. In addition, the acetabular defect starts proximally at the apex of the medial most aspect of the cup and extended anteriorly through the anterior column down to the superior and inferior pubic rami. Part/lot numbers were updated. There were no laboratory values provided. This complaint was updated on: may 15, 2017.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.